Event description:
Healthcare professional reported right side "device completely ruptured and destroyed, persistent pain". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued e.1. Address line 1: (B)(6). Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.